Event description:
It was reported that a split was identified in the upper portion of the tracheostomy tube above the flange. Although the split was small, it exposed the metal reinforcement wires within the tracheostomy tube. As a precaution, the patient underwent an immediate emergency tracheostomy tube replacement. The patient remained clinically stable throughout the event, and no harm or adverse effects were reported. There was patient involvement; however, no adverse event occurred.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.